Manufacturer narrative:
On (b)6) 2018: it was reported a malfunction alarm occurred. Bg level was 260mg/dl. During troubleshooting with tandem technical support, the malfunction was successfully cleared. Reportedly, the customer continued to use the pump for insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported a malfunction alarm occurred. Blood glucose (bg) level was 136mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.